Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Customer will continue using the current pump as backup therapy to ensure insulin delivery is not interrupted.